Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the pc board has a short circuit associated malfunctions for this device: power switch short circuited, pe valve leaking, manifold stuck, regulator out of adjustment, inlet filter dirty, cabinet filter missing.